Manufacturer narrative:
Additional information: date rec¿d by MFR. Additional information received by smiths medical on 28-oct- 2019, that infusion is life-sustaining.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump is malfunctioning. It was reported that the screw threads that held the cartridge cap fell out of the pump. The patient has a back up pump and is will be using that while this issue is being fixed. There were no reported adverse events.